Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the tape was not sticking and he ended up with a high blood glucose 400 mg/dl. The customer declined troubleshooting for high blood glucose.